Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, catheter 2af284 / 95598-40, and data files were returned and analyzed. Data file analysis did not show any issues with the returned catheter. Visual inspection of catheter 2af284 / 95598-40 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for three injections. The catheter failed the performance test due to system notice 50005, the safety system had detected fluid in the balloon catheter and stopped the injection. Dissection and pressure testing with the catheter revealed a guide wire lumen kink and breach at 0.89 inches proximal from the tip. The reported issue (system notice#50005) has been confirmed through testing. Catheter 2af284 / 95598-40 failed the returned product inspect ion due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that there was a system notice during the procedure indicating the safety system had detected fluid in the balloon catheter and stopped the injection. The catheter was replaced as well as the coaxial umbilical cable and the procedure was completed without further issue with cryo. The catheter subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.